Manufacturer narrative:
On 18-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The vizigo had air flowing into the side port. The air of vizigo was mixed. Timing when complaints occurred: after catheter of vizigo was exchanged. Procedure was completed: the vizigo was used until the end without changing because the air was lost. Additionally, the ablation catheter could not be deflected as intended. Timing when complaints occurred: during ablation. Procedure was completed: ablation catheter was resolved by changing. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied there were no air leaks or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed for the finished device 00001531 number, and no internal actions related to the complaint were found during the review. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-nov-2021, bwi received additional information regarding the event. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. On 9-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The vizigo had air flowing into the side port. The air of vizigo was mixed. Timing when complaints occurred: after catheter of vizigo was exchanged. Procedure was completed: the vizigo was used until the end without changing because the air was lost. Additionally, the ablation catheter could not be deflected as intended. Timing when complaints occurred: during ablation. Procedure was completed: ablation catheter was resolved by changing. The procedure was completed without patient's consequence. Air flow into side port is MDR-reportable.